Event description:
The customer reported the device would not power on. No patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.